Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that at beginning of an atrial fibrillation (afib) procedure, the signal noise occurred on all the channels, including the 12 leads of bs and all ic (intracardial) recordings on both carto and the recording system at the same time. The customer manipulated the broken cables and connections until they could reduce the noise level to a point that surface leads could be seen. In addition, there was intermittent failure of real time impedance between the stockert and the workstation while the physician was mapping the left atrium. There was no ablation being delivered with this impedance. The impedance cut-off setting on the generator was 200 ohms. The bs ECG cable was replaced and resolved noise issue and also epio cables ordered. According to carto 3 IFU : "the expected lifetime of the body surface (bs) ECG cable is 100 clinical procedures. You must replace the bs ECG cable within the required number of procedures to ensure using the carto® 3 system effectively. Use of a bs ECG cable beyond its expected lifetime might compromise ECG signal quality." The previous replacement of bs-ECG cable in this system was at the beginning of (B)(6) 2013. Complaint condition was confirmed. The device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that at beginning of an atrial fibrillation (afib) procedure, the signal noise occurred on all the channels, including the 12 leads of bs and all ic (intracardial) recordings on both carto and the recording system at the same time. The customer manipulated the broken cables and connections until they could reduce the noise level to a point that surface leads could be seen. In addition, there was intermittent failure of real time impedance between the stockert and the workstation while the physician was mapping the left atrium. There was no ablation being delivered with this impedance. The impedance cut-off setting on the generator was 200 ohms.